Manufacturer narrative:
(B)(4). Approximate age of device - 32 days. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was re-admitted "late last week" for bump in lactate dehydrogenase (ldh) levels. On (B)(6) 2016, the patient's ldh was in the 500 u/l range. On (B)(6) 2016, ldh levels were 616 u/l. On (B)(6) 2016 ldh levels were 906 u/l. The following day, ldh levels were in the 1600 u/l range. On (B)(6) 2016 hg was running low. The patient was also having infrequent power elevations into the 8-9s. No reports of elevations above 10. Inr had been running high- 4.6 on (B)(6) 2016, and 4.7 on (B)(6) 2016. The patient is factor v deficient. This was known prior to implant. A computed axial tomography was planned. Treatment administered to patient was aspirin, aggrenox, pentoxitylline and IV heparin. Factor 5 leiden deficiency was noted. The patient was monitored and on (B)(6) 2016, the patient's ldh levels were in the 2000 u/l range and the pump was exchanged via subcostal incision for suspected thrombus. An echo cardiogram showed little left ventricle decompression at high speeds. The patient was clinically stable with no low flow alarms. Intermittent power elevations. The original cannula was left in place. Femoral cardiopulmonary bypass used during case. The ldh levels and free hgb is steadily improving. No more power spikes reported.

Manufacturer narrative:
The report of suspected thrombus was confirmed during the evaluation of the returned pump. A tissue-like thrombus formation was adhered around the inlet bearing cup. The thrombus appeared to have formed in laminated layers and showed evidence of denaturing, indicating that the thrombus likely formed around the bearing over an undetermined amount of time while the pump was operating. Tissue-like depositions were also present on the rotor inlet and in the proximal side of the outlet stator. The depositions were adhered to the blood contacting surfaces and showed evidence of denaturing, indicating that they were likely present in the pump for an undetermined amount of time while the pump was operating. Although the depositions showed some evidence of lamination, they did not appear to have originated in these locations. Although a specific cause for the observed thrombus formation and tissue depositions could not be conclusively determined, they would have contributed to the reported elevation in the patient¿s lactate dehydrogenase level and pump power. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent functional testing using a mock circulatory loop under normal operating conditions. The data retrieved from this testing revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.